Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction associated with the clip delivery system. The reported patient effects of arrhythmia and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2015 the clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the patient death that occurred one day after the mitraclip procedure. Although no product malfunction was reported, the relationship of the device to the death cannot be excluded. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted ((B)(4)) and the mr was reduced to 1-2. The patient died the day after the mitraclip procedure due to cardiac arrhythmia. There was no movement of the implanted clips and the clips were confirmed to be in their original position. In the treating physicians opinion, the mitraclip device and procedure did not contribute to the cardiac arrhythmia and death. No additional information was provided.